Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt) episodes as ventricular tachycardia (vt). It was noted that no therapy was given. Additionally, the egm (electrogram) showed lead noise but it was not being sensed by the ICD. The ICD remains in use. No patient complications have been reported as a result of this event.